Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 11-mar-2025. Investigation summary bd received (B)(4) samples and 3 photos for investigation. The photos were evaluated and do not show the customer¿s failure mode. A total of (B)(4) samples were inspected with no issues being identified. A functional test was performed on (B)(4) samples, and all tubes were found to be within specification limits. Additionally, 100 retained samples were inspected with no visible defects found. A functional test was conducted on (B)(4) retained samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume-underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.